Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced usm1 to resolve this problem. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a repeated error 32097 appeared on universal surgical manipulator (usm) 1. The system was rebooted in an attempt to resolve the error, which led to a brief return to normal operation before the error reoccurred. The issue persisted, and in order to proceed, another patient side cart (psc) was used to complete the surgery. The procedure was converted to another davinci system with no reported injury.